Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient has recovered.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the iol product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic broke after implantation. The surgery was completed after replacing the product with another lens. Additional information was provided indicating that on the first postoperative day the patient visual acuity was 0.3, strong corneal edema and folds in descemet's membrane; however, the patient felt that it became easy to see.

Manufacturer narrative:
Evaluation summary: the lens was returned in the opened peel pouch with white gauze material. Solution was dried on the lens. One haptic is broken in the gusset area (returned). One quarter of the optic is broken/cut. The optic portion was returned. The optic damage is similar to damage from removal. The reported broken haptic damage was observed. Optic damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).